Manufacturer narrative:
Additional information: an internal CAPA has been initiated to address user interface issue of transposing the patient weight and height when entering patient information into the patient data screen.

Manufacturer narrative:
Additional information: this issue was identified as part of an internal evaluation of available run data files while evaluating a non-related event. As no event related to this run was reported by the customer, patient information is not reasonably known. Correction: optia (B)(4) will address this issue by releasing a safety notification to all optia users to express the importance of entering the correct patient data and following the operator's manual and on-screen prompts. Corrective action: the optia (B)(4) will additionally address this issue by updating all optia devices in the field to software version 11.3. This software version will allow the optia device to determine if entered patient height and weight combinations are feasible.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: terumo bct's engineer stated that the total amount of ac delivered was 434ml. One year of service history for this device was reviewed and no reports were identified, that were related to the reported condition. This event has been referenced to an internal software tracking system record for evaluation. Root cause: user interface.

Event description:
A terumo bct engineer was analyzing a run data file (rdf) for a recent complaint and noticed an incident of data entry error in the spectra optia system. The customer in correctly entered the patient's height as (B)(6) and weight as (B)(6). The patient's actual height and weight is not available at this time. Patient outcome is unknown at this time. Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
Initial reporter full email: (B)(6): terumo bct engineer calculated the total blood volume (tbv) with the incorrect height and weight as (B)(6) ml. Investigation is in process. A follow-up report will be provided.